Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4) implanted: (B)(6) 2013, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 10-sep-2014, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative (rep) regarding a patient who was receiving gablofen with a concentration and dose of 2000 mcg/ml at 450 mcg/day via an implantable drug delivery pump. The patient had a medical history of cerebral palsy. It was reported that during the patient's routine pump replacement surgery on (B)(6) 2020, the surgeon was dissecting the catheter into the tissue and they found that the bovie might have caused some melting of the catheter causing it to fray. The surgeon was not 100% sure that the bovie caused it but they were wondering if it could have caused the melting of the ascenda catheter. As a result, the pump segment was replaced with a new piece and the issue was resolved at the time of the report. There were no environmental/external/patient factors that led or contributed to the issue. No patient symptoms or further complications were reported.

Manufacturer narrative:
Product ID 8780, serial# (B)(4), implanted: (B)(6) 2013. Product type catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturing representative (rep). The rep reported the cause of the catheter damage was not confirmed. They could not be certain the bovie caused it. The catheter was discarded. The surgeon did not want to return the catheter.